Event description:
Report received of multiple undocumented incidents of blood back-up. No specific patient information was provided, but it was reported that during cardiac catheterizations, if the contrast in the drip chamber gets too low, the ball in the drip chamber occludes the tubing. This results in "too much pressure in the valve causing the valve to malfunction and blood to back up from the patient all the way to the drip chamber". It was reported that physicians have to turn off the stopcock during contrast injections in order to prevent further bleed back. There have been no reported delays in critical therapy or adverse patient effects. Additional information was requested, but no further information was provided.